Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 04/24/14 - 05/02/14. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges in the minicap appeared to be dried out. The caller stated it appeared that iodine did appear to be present at one point. The event occurred before use of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.